Event description:
Device 1 of 2: reference MFR report # 1627487-2012-00247. It was reported the pt¿s (B)(6) ipg is mobile in the pocket. The device allegedly flips several times a day and the pt is experiencing issues establishing communication with the ipg via the programmer. In addition, the pt reports an occasional loss of stimulation as well as overstimulation. A diagnostic test revealed high impedance measurements for several lead contacts. An x-ray was taken for further interrogation, revealing possible damage to the pt¿s lead. Surgical intervention will be undertaken at a later date to replace the pt¿s lead. In order to provide therapy relief in the interim, a new program was issued to the pt utilizing the functioning electrodes.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.